Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the therapy dependent patient with this pacemaker was having an electro cautery (ec) procedure. The pacemaker experienced loss of capture (loc) and the patient was pulseless showing asystole for a few seconds as cautery was being used. The device had reached the explant indicator. The signal was saturated on surface electrogram and showed pulse flatlines. The pacemaker has been explanted without additional allegations and a new device has been implanted. The device is expected to be returned for analysis. No adverse patient effects were reported.